Event description:
The customer reported that during the removal of facial lesions on the left side of the pt's face, a fire erupted, burning the pt on the right side of the face, behind the ears, the neckline and nasal area where the cannula was. The prep solution was dry and the pt's face was draped in a manner to keep oxygen away from the cautery. A bronchoscopy was performed and no damage to the pt's lungs was detected. The pt was admitted to the ICU for an overnight stay.